Event description:
Related manufacturer reference number: 2017865-2022-46455. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricle lead and right atrial lead exhibited noise over-sensing. Programming changes were made. The patient was in stable condition.